Event description:
It was reported that during a left colectomy procedure, the device was broken. During the procedure with anastomosis under coelioscopy, the surgeon did not manage to remove the stapler from the trocar. In order to remove it, the surgeon used forces higher and broke the stapler. A part of the trocar broke too and has not been found. A post-interventional radiography was made in order to look for the part of the trocar that has not been found, it was negative. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the sleeve broken at the distal end of the device. A possible cause of the damage found, could have been an interaction with device used on the trocar during the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.